Manufacturer narrative:
D2:lot number updated from 0024116315 to 0024114744 device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning at the distal balloon to tip bond and extending approximately 15mm proximally across the balloon material. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 8 atmospheres. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. The shaft was noted to be kinked at the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. No patient complications were reported.